Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post- paced t wave oversensing. No intervention was performed, patient will continue to be monitored. The patient was in stable condition.

Event description:
New information received indicated that the implantable cardioverter defibrillator continued to exhibit non-sustained right ventricular oversensing due to post- paced t wave oversensing.

Manufacturer narrative:
Further information was requested but not received.